Event description:
It was reported that the pt was having some "cardiac issues," but it was unk about the type of cardiac event that was occurring. There were no further details provided. The pt was referred to a cardiologist for consult, but no information has been provided regarding the outcome of the visit. Good faith attempts have been made to obtain additional information have been unsuccessful to date. The relationship of the device to the patient's event is unknown at this time.